Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the retainer ring was damaged. The customer's blood glucose value was unknown. Customer stated the insulin pump had moisture damage and belt clip was broken with cracks on device and pump screen damaged. The device will be returned for analysis.